Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar was pulled out when the vitrectome was removed and sutures required during vitrectomy surgery. The surgery was completed on the same day by replacing both vitrectome and trocar. The patient issue was resolved.

Manufacturer narrative:
Received 2 opened trocar cannula hub assemblies in a small parts tray (smpt) in a bag were received. Samples were visually inspected and found to be nonconforming, no blade was returned with product. No dimensional ear width was performed as no trocar blades were returned. Both samples were found to be conforming as no damage observed to trocar cannula. Surgical debris present on cannula and hub. The trocar cannula samples were dimensionally tested for cannula identification (ID) and were found to be conforming. A functional fit test was unable to be performed since the associate probe was not returned. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached were reviewed by the manufacturing site. Photos shows trocar cannula hub assemblies in blister pack and one probe. Reported issue cannot be confirmed from photos. The returned samples were found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Trocar blades were not returned for evaluation, therefore a trocar loose in incision as described in the complaint cannot be confirmed, therefore; the root cause for the customer complaint issue cannot be determined. The cannulas were manufactured to specification and the exact root cause for the reported complaint of trocar loose in incision is unknown, therefore, specific action with regards to this complaint cannot be taken. No action was taken on the trocar cannula as it met specification. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. Also, an acceptance quality limit (aql) sampling at incoming is performed on the trocar cannula for inner diameter to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).